Event description:
Per clinical review: this complaint involved a perfusion tubing pack that had a stopcock and line luer lock break in the recirculation line during cardiopulmonary bypass (cpb). This break occurred between the female port of the stopcock and the male luer end of the tubing. This occurred during cpb and there was a small loss of blood of 5 milliliters (ml). The stopcock and line were changed out. There was no harm to the patient. The stopcock and line were returned to the manufacturer where upon inspection it was found that there was a crack in the luer lock which likely occurred as a result of overtightening. The clinician reported no leaks during priming, so it is likely that the tightening occurred during bypass.

Manufacturer narrative:
Please disregard the previous medwatch reports submitted related to this complaint. Additional information was received that the changing out of the stopcock would not interrupt bypass and the related blood loss was minimal for an adult patient; therefore, there was no reasonably foreseeable potential for this issue to cause an adverse event. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded. Upon initial visual inspection of the returned sample, there was found to be a crack in the luer lock.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the stop cock on the arterial bypass line, where the hemoconcentrator was attached, broke. As a result, the stopcock was changed out. The surgical procedure was completed successfully. There was a blood loss of about 5 milliliters (ml). There was no delay, nor adverse consequences to the patient.